Event description:
The patient's secundum atrial septal defect measured 21.8mm by transthoracic echo and exhibited aortic rim deficiency. Also, the posterior rim measured 8.6mm; the inferior-posterior rim was floppy and measured 16.8mm; stop-flow diameter measured 17.9mm; and the patient's qp/qs ratio was 2.2. An 18mm amplatzer septal occluder (aso) was attempted but as it was being deployed, the connecting waist tore the floppy rim so the 18mm aso was removed. A 22mm aso was attempted but was deemed too small and removed. Balloon-sizing was repeated and showed a new measurement of 27.3mm and a 28mm aso was successfully implanted. Approximately three months later at a routine follow-up, a transesophageal echo revealed a fistula between the ascending aorta and the right atrium and a qp/qs ratio of 1.2. The patient was asymptomatic. Three days later, the aso was explanted and the fistula was surgically repaired.

Manufacturer narrative:
During manufacturing, the 18mm and 22mm asos underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed the devices successfully completed these tests. This event was reviewed by the st. Jude medical erosion board and confirmed that erosion occurred.

Event description:
A 28mm amplatzer septal occluder (aso) was successfully implanted. Approximately three months later, a left-to-right aortic shunt was found as verified by angiography and trans-esophageal echocardiography, and erosion was suspected. The patient has not reported any chest discomfort; however, the aso was explanted (B)(6) 2013.

Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause for the reported event remains unknown.